Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient was connected to the patient line of the cassette during the priming phase of therapy. Proper procedures were reviewed and the patient planned to complete therapy using manual supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who connected themselves to the patient line during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.